Event description:
On 7/23/97, between 1345 & 1400, smoke was detected coming from an isolette. The alarm on the isolette sounded. The nurse noticed the front display panel was dark & smoke coming from the temperature probe site (insertion point in isolette). The nurse quickly removed temp probe from the infant, unplugged the incubator from the wall, removed infant from isolette, before taking isolette outside. No effect to pt. Smoke only noted outside of isolette.